Manufacturer narrative:
Analysis was able to confirm the reported generated error code. The main printed circuit board (pcb) was out of electrical specification. Analysis also noted that the output connector assembly was broken, the upper case was cracked, the lower case was cracked, the main label was damaged, the case screws were contaminated the display wire was pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.